Manufacturer narrative:
E1: reporting institution phone(B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed the issue was due to a faulty speaker assembly. The customer was provided with a quote for a replacement speaker assembly to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that there is no sound at all and there is a speaker malfunction error message. The device was in use on patient at time of event, there was no adverse event reported.